Event description:
It was reported that "the doctor was performing a split thickness graft. The device gave a full thickness graft, device malfunction-that is: the device did not do what it was supposed to do." There was not report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.